Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: email is: regulatory.(B)(6). One device was received in used condition, during the initial visual inspection it was not possible to detect any condition on the surface of the cuff or in the inflation system. Per leak testing, the sample did not pass the test because it did not stay inflated. To identify the leak, the sample was inflated with the use of a syringe, then the sample was submerged under water, the leak was identified in the valve of the pilot balloon. The complaint was confirmed. Other analysis, notes are included in the instructions for use (IFU), to have precautions to review the integrity of the inflation system. Based on the analysis conducted in the sample provided, the returned sample has a leak in the valve of the pilot balloon, this leak can occur during connection of the air supply to the valve due to excessive pressure being applied to the connection causing damage to the valve and customer reported that the leak was found after the intubation process on the patient, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
It was reported that after intubation, a slow leak was noted. "Cuffs up again, but continued leakage, a couple of ml/min, not sustainable. Do the same test 2-3 times". The patient was extubate and re-intubate without complications with a new tube. "It did not appear to be leaking from the cuff bladder itself, but from the blue/red cuff valve. Clear leakage of several ml/min. The cuff was checked before intubation but leakage was too small to note directly. Only felt over time". Patient involved. No patient injury.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.